Event description:
It was reported that dislodgment was noted on the patient's right ventricular (rv) lead. The physician elected to explant the rv lead and replace it with a new one. The patient's condition was not known.